Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection found the flange that opens and closes the jaws had fractured. The customer reported that the device is locked and could not be opened after use. The reported condition was confirmed. When the handle latch was retracted or released, the jaws would not open or close. The metal flange that pulls the inner tube to open the jaws was broken, and not returned. The tube is made of stainless steel and should not break without exerting excessive force. The investigation identified the root cause of the reported event to be attributed to the user applying excessive force to the instrument. The IFU warns: this product is designed as a single use device. It has only been evaluated in testing to simulate single use conditions. Subjecting the product to reprocessing or multiple uses could potentially impact the structure and components of the device. Manufacturing non-conformance review is not required since the lot number is unknown.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the device is locked and could not be opened after use. There was no patient injury. Upon return for investigation the heel was broken and not retuned. Additional information has been requested from the site.